Event description:
It was reported that during an implant procedure, the guidewire was placed into the venous system to aid in placing the lead. The physician felt some resistance, and when pulled back the guidewire split, leaving a portion in the patient's right atrium. The intact portion was removed, and a snare catheter was used through the groin area to access the missing piece. The patient was asymptomatic.

Manufacturer narrative:
No medwatch form was received final analysis revealed that the guidewire was bent and fractured at 191.9 cm from the proximal end. The damage found is consistent with that occurring at the time of implant.